Event description:
Frozen hide on unit used for cooling/warming patients on cardiopulmonary bypass used in open heart surgery. Unable to remove hoses and had to call support. Advised to power down unit and wait for defrost. Delayed delivery of care to patient. This device also goes against IFU of oxygenators that are FDA approved for used in cardiopulmonary bypass. Guidance needs to be revised in use of these systems.